Event description:
It was reported the cystonephro videoscope exhibited the rubber tip at the end of the scope was coming undone. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.